Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned. Visual inspection found the svc defib conductor was fractured at 39 cm (as measured from the pin). However, the svc defib conductor passed electrical testing because it is part of a redundant circuit. Further evaluation noted the defib conductor was distorted 39 cm distally. Electrical testing found the continuity was complete in the remaining conductors.

Event description:
It was reported that during the implant procedure, the svc coil was damaged. The device was not implanted. No patient complications have been reported as a result of this event.